Event description:
The customer reported that the system would produce an audible alarm upon boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep retrieved the error log files, reseated all the printed circuit boards in the controller enclosure, erased the nodes and rebuilt the nodes and reloaded the calibration files. The system was tested and found to be working as intended and put back in service.